Event description:
A report was received that one day following the implant procedure, the patient experienced an epidural hematoma with very limited leg movement in both legs. The lead was placed at t8 and covered some of t9. The hematoma was removed and the patient was recovering well.

Manufacturer narrative:
.